Manufacturer narrative:
This report is submitted on 19 march 2020.

Event description:
Per the clinic, the patient experienced pain with device use and subsequently was treated with topical and IV antibiotics and general anaesthesia. Clinical management is ongoing.